Event description:
It was reported that the drill was broken during drilling with inserting proximal oblique hole. Spare drill was used instead of it and the procedure was completed.

Manufacturer narrative:
Product inquiry states the drill, tri-flat t2 humerus to be the subject product. No further associated products were reported. Relevant diameters and mechanical properties are within specified parameters. Thus, we exclude deviations in material and manufacturing. The drilling spiral is completely sheared off at the level of approx. 41 mm from the tip. Appearance of the breakage surfaces, the course of the (oblique) breakage line as well as the absence of plastic deformation indicate a (forced) brittle break of the device due to overload most likely by bending stresses. Evaluation revealed that the damage was caused by contact with a hard (metal) object in combination with high load (dents are visible in the area of the oblique breakage line. Moreover, it has to be ascertained that the tip and the cutting edges of the drill returned are significantly worn and covered with dents; the drill is not sharp anymore. The use of a blunt drill requires unintended high forces to achieve a drilling progress at all. In addition, the risk of necrosis due to excessive heat development increases. As the drill had been in use for a longer time (manufactured in 2011) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. Based on the above facts it can be ascertained that the root cause is not related to a deficiency of the device, but is rather linked to an inadequate handling by the user and thus, the case has to be classified as misuse. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that the drill was broken during drilling with inserting proximal oblique hole. Spare drill was used instead of it and the procedure was completed.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.